Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on (B)(6) 2021 and placed into service on (B)(6) 2021 with battery pack serial number (B)(6). On (B)(6) 2022 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until (B)(6) 2024 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
The customer reported that their AED will not power on and displaying an "AED error or warning. Customer indicated that the AED cannot be turned on with battery and gives a service code error with another battery and was cleared after manual self test. The reported event did not occur during patient use.